Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that the patient reported that his pump did not work to relieve his pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. A study was attempted but the facility could not get the patient on the table. The whole system was explanted and discarded on (B)(6) 2025. The system will be replaced in the future. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the physician elected to remove the whole system. The whole system will be replaced in later time but was not schedule yet.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6)2023; product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine 5.5 mg/day via an implanted pump. The patient¿s medical history was that the patient was paraplegic. The indication for pump use was non-malignant pain. It was reported that the patient was paraplegic and in a wheelchair with pain and spasticity and was reporting no relief since pump implant in 2023. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was scheduled for a dye study of the pump but due to the patient¿s paralysis the patient was unable to get on the fluoroscopy table, so the procedure was cancelled. The patient had no baclofen in the pump, so the physician was going to add baclofen for the next pump refill of medication. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient had an attempted dye study by their hcp on (B)(6) 2024 and the hcp only got approximately 0.1 ml of fluid from the catheter access port (cap), therefore, the hcp did not inject any dye. The patient had complaints of "severe spasms in the legs" and stated he'd never gotten any relief since the pump was implanted in 2023. The patient had never had baclofen in the pump. The hcp recommended the patient have baclofen in the pump since he has a spinal cord injury. The patient took oral baclofen, but stated it didn't help a lot. It was stated that the hcp will order baclofen for their pump for the next refill and see if the patient gets relief before sending the patient to a surgeon for a catheter revision.